Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed and reproduced. The device evaluation observed that when any key was selected, an automatic output of that key would occur following the selected key's function (e.g. When the #2 key is pressed 22 will be displayed.) This was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a #3 key that doesn't work / gets stuck. It was also reported there was no patient involvement.